Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Dentsply sirona became aware of a serious injury that occurred while using the ankylos implant system. This report is for the dental abutment device. The dental implant device report and the repair too device report will be submitted separately. Product return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a fracture of a dental abutment, and the resulting fragment led to explantation of the implant. The instrumentation became lodged in the abutment fragment and subsequently fractured. Further attempts using a cutting instrument and tap were unsuccessful, and the restorative interface was damaged and rendered unserviceable. The patient will therefore require removal of the implant fixture for further clinical management.